Event description:
It was reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) produced 5 false positives. Gram stains were performed and subcultures were taken, but there was no organism growth. The erroneous results were not reported to clinicians, and there was no report of patient impact. The following information was provided by the initial reporter: "false-positive seen" 1. What confirmatory testing was performed that determined the results were erroneous? Yes the confirmatory test of gram stain and subculture was done which showed no organisms grown. 2. Were any erroneous results reported to the healthcare provider by laboratory personnel? No.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: customer reported a false positive defect. One photo of a bactec bottle was received. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No additional testing is required at this time. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) produced 5 false positives. Gram stains were performed and subcultures were taken, but there was no organism growth. The erroneous results were not reported to clinicians, and there was no report of patient impact. The following information was provided by the initial reporter: "false-positive seen". 1. What confirmatory testing was performed that determined the results were erroneous?  -- yes the confirmatory test of gram stain and subculture was done which showed no organisms grown. 2. Were any erroneous results reported to the healthcare provider by laboratory personnel?  -- no.